Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from a cardiovascular surgeon in practice 16 years. Physician has been using medtronic¿s nitrex guidewires since 2018, using a total of 120 in the last year. 30 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 30 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 60 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: cardiac tamponade occurred in complicated cases (5 patients), embolization occurred in complicated cases (6 patients), inflammation, patients with multiple morbidities (5 patients), irritation to vessel causing vessel spasm in patients with very tight coronaries (20 patients). While using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures: cardiac tamponade in patient needing CABG (4 patients), embolization (5 patients), inflammation, patient requiring stenting (4 patients). Of the above ae¿s reported during use of the nitrex guidewires for both coronary vasculature and peripheral vasculature procedures; some of these are listed as having been previously reported to medtronic. Due to limited information these are included in reporting.